Event description:
Customer stated to tech support that they had burned 2 patients with their new sr head. Safety complaint coordinator spoke with customer who reported that the system was running hot. They have not used the other heads recently. A pt treated in 2005. Photofacial with levulan. Treatment parameters: sr head, 560nm, 40j, triple pulses: 3.0,3.5,4.5., delay: 30,30. Immediate post treatment response: dusky gray skin discoloration. On the 3rd day severe swelling and brusing. Two days later decrease in swelling, prominant burn to left upper cheek, severe full thickness burns. A second pt received first degree burn. Pt complained of increased pain and swelling. Pt sustained superficial crusted lesions on forehead and cheeks- mild superficial burns.